Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a patient with polycystic kidney disease, hypertension, and end-stage renal failure. They saw the patient briefly this weekend. The patient was complaining of funny localized chest pain that was quite positional, which was most likely related to the tunneled line. They did a chest x-ray, and it seemed that the line was slightly higher than it should be. They discussed with the patient that they might need to consider removing this line and getting a new line if this pain continues to be a problem. The patient was keen on the pd (peritoneal dialysis). The patient was getting a pd catheter the next day and hoped to start soon, so they thought about letting the company know about this. If that pain continues to be a problem, they should take that line out. Standard cleaning of dialysis catheters was with green clinell device wipes, 2% chlorhexidine, 70% alcohol, and bd chloraprep on dressing change days.